Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boot up time was slightly slower than normal. It was also noted that a system error had occurred once in the past, the cooling fan was noisy and the antenna was out of specification. (B)(4): the connector was difficult to connect and difficult to remove from programmer radiofrequency (rf) head connection.

Event description:
It was reported the programmer had a "slow boot" after a software upgrade. The issue was discovered immediately after loading the software. There was no patient involvement. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification.